Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise, under-sensing r-waves, and had low pacing impedance. The patient was asymptomatic. The patient then presented in clinic and fluoroscopy determined the rv lead had perforated the cardiac muscle. The rv lead was repositioned successfully on (B)(6) 2022. The patient was stable throughout the procedure.